Manufacturer narrative:
(B)(4).

Event description:
Procedure type: prostatectomy. According to the rptr: first clip was applied on the proximal side of ima and 2nd clip was applied on the distal side. Upon firing 3rd clip next to the 1st one, the handle would not move after the jaws were closed and the device would not move after the jaws were closed and the device could not be removed from the vessel. A new device was opened and another clip was applied on the proximal end, and the vessel tissue was excised to remove the device. There was no bleeding reported in excess of 500cc. There was unanticipated tissue loss. The case was not extended by more than 30 mins.